Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl 500mcg/ml at 104.76 mcg/day via an implantable pump. The patient¿s medical history included chronic pain. On 10-mar-2020 it was reported that the patient had increased pain in (B)(6) 2020. The patient had an MRI (B)(6) 2020 and according to the patient a dye study was attempted and was referred for a catheter revision after the MRI (B)(6) 2020. The patient was in the hospital for a catheter revision. The patient stated ¿there is a kink in here¿ and pointed to her left flank. The patient stated that the MRI in february showed there was a kink in the catheter. The physician was able to aspirate through the cap (catheter access port) and removed 2ml of csf (cerebral spinal fluid) before doing a dye study at the time of the surgery. With dye the catheter was found to be low in the back and the physician stated he didn¿t think the catheter was all the way into the spine and the patient was not getting drug. The entire catheter was replaced at the time of the surgery. The patient was placed on minimum rate until she sees their pain management physician for a refill and dose adjustment. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient¿s status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.